Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting noise, erratic capture, diaphragmatic stimulation and impedance measurements greater than 2000 ohms. A boston scientific field representative stated that the physician re-attached the alligator clips multiple times in all configurations. It was deemed by the physician and our representative that something was wrong with the ring electrode. Therefore, the lead was removed and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, leadbody, and electrode tip found no anomalies. Laboratory testing was unable toreproduce the reported clinical observations and detailed analysis did not reveal anyabnormalities. No other adverse events have been reported. This product issue will be updated if additional information is received.